Manufacturer narrative:
The manufacturer previously reported receiving information alleging a rattling noise when the fio2 is set to 100%. There was no harm or injury reported. During the evaluation of the device at the customer site, an error code related to the o2 proportional valve, which controls the flow of o2 to the blower inlet, was observed in the event log. The device's oxygen blending module and system board needs replaced to address the issue. The oxygen blending module and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module and system board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a rattling noise when the fio2 is set to 100%. There was no harm or injury reported. During the evaluation of the device at the customer site, an error code related to the o2 proportional valve, which controls the flow of o2 to the blower inlet, was observed in the event log. The device's oxygen blending module and system board needs replaced to address the issue.